Event description:
It was reported the bronchovideoscope was reprocessed in an oer-4 (endoscope cleaner) that had a sticky white substance on the top cover. There were no reports of patient infections/harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the product was not returned. The issue could not be reproduced, and the root cause of the event could not be determined the suggested event is detectable and preventable by handling device in accordance with the following IFU. The IFU warns against improper reprocessing, stating that "inadequate reprocessing of endoscopes and accessories may result in infection of patients or surgeons who touch them." Since the event is not a reproducible event, reproducibility cannot be confirmed. Olympus will continue to monitor the field performance of this device.